Event description:
While a single staff member was transferring a resident back to her wheelchair with a floor lift and a loop sling, the resident leaned to the left and slipped out of the sling between the shoulder and hip straps. Her legs stayed in the sling, which caused a bruising to the right knee. Additional staff were called and the resident was lowered to the floor. Beside the bruising, the resident had a cut to the left side of head. She was treated with cold compress and steri strips, and a 48 hour protocol for head injury was followed.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjohuntleigh (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.